Event description:
It was reported that during a hip arthroscopy several electrodes came off the wand. All pieces were retrieved from the surgical site. The procedure continued without further consequences and was completed using competitor's product. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.